Manufacturer narrative:
The returned device was evaluated. During this testing the docking station blue communication led does not illuminate. The rds does not communicate with the radical-7. This causes the rds to periodically reboot itself to make a connection. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that the rds-3 resetting radical every 5 seconds or so. New case and power supply have been fitted. There was no known impact or consequence to patient.